Manufacturer narrative:
On 10/27/2015 the field service engineer (fse) found a defective solenoid sl61 that caused the r flags on the controls. The fse replaced sl61 to resolve the flagging issue. The repairs were verified per established procedures. (B)(6).

Event description:
The customer reported getting r flags on wbc and rbc parameters for quality control while running on the coulter lh780 hematology analyzer. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event. There was no impact to patient results.